Event description:
A customer reported a cartridge alarm 20 occurring during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge following the proper technique, and the customer successfully resumed insulin therapy. The issue was resolved.